Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer was able to successfully reload the cartridge and resume insulin therapy, resolving the issue.